Manufacturer narrative:
The user reported that they are unable to use the application to monitor glucose levels using freestyle libre 2 application (motorola moto g pure (with stylus) phone with android version unspecified operating system). Attempts to replicate the user¿s complaint using a similar configuration was performed and successfully receive high/low glucose alarms on a samsung galaxy a52 (android 13, 2.7.2.7077). Investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. Smartphone compatibility with the use of freestyle libre 2 and the motorola moto g pure (with stylus) phone has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed, and a follow-up report submitted the device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a compatibility issue was reported with an abbott diabetes care (adc) application in use with a motorola moto g pure (with stylus) phone with android version unspecified operating system. Customer was unable to use the application to monitor glucose levels. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.